Event description:
It was reported patient's leads were not in adequate position and one of the leads had two contacts with high impedances. Surgical intervention was undertaken to address the issue wherein the entire system was explanted and replaced, and the new leads were also repositioned. Therapy was restored post-op.

Manufacturer narrative:
Patient's weight is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.